Manufacturer narrative:
It was reported that following insertion the patient experienced infection, bowel problems, recurrence, neuromuscular problems and vaginal scarring. It was reported that the patient underwent an excision of mesh on (B)(6) 2008, debridement of mesh on (B)(6) 2007, and excision of mesh in (B)(6) 2012 due to exposure and erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/01/2016. Additional information: age/date of birth, other relevant history.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.